Manufacturer narrative:
Zimvie complaint number (B)(4). (B)(6).

Event description:
It was reported that during implant surgery when opening the green tube, the implant was missing, this is the first time they had this issue. Procedure has been completed using another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was reported that during implant surgery when opening the green tube, the implant was missing, this is the first time they had this issue. Zimvie did not receive one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1243548. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1243548 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity the customer did/did not submit images for the reported event. Based on the investigation and risk management file review as per pfmeca # 30, the most likely root cause determined from the investigation was incorrect process followed. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes.' Product returned updated to no.